Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the product investigation could not identify a root cause for the reported complaint. This files was opened from a general comment that a surgeon stopped using lens about 10 years because of micro vacuoles. Not enough information was provided from the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following implantation of an intraocular lens (iol) patient experienced micro vacuoles. Additional information was received reporting that the surgeon placed company implants about 10 years ago and indicated that he encountered glistening's problems at that time.